Event description:
It was reported a patient underwent bilateral total hip arthroplasties. Subsequently, five (5) years and nine (9) months later the patient underwent a left hip revision of the femoral stem component for an unknown reason. No medical or surgical interventions were reported. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: 132-28-51 - nv gxl lnr, lipped, 28mm ID, group 1 cups: (B)(6). 180-01-48 - nv crown cup clstr hole 48mm group 1: (B)(6). 148-28-00 - 12/14 zirconia head 28mm +0mm neck: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11 MDR section codes updated/corrected: b, c, g the reason for the revision cannot be confirmed from the information provided, but may be due to inclusion of wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.